Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "after successfully advancing the catheter into the vein, when retracting the needle, the housing of the device came apart. The guidewire was intact, and so was the needle safety."

Event description:
It was reported by the customer that "after successfully advancing the catheter into the vein, when retracting the needle, the housing of the device came apart. The guidewire was intact, and so was the needle safety."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the needle detached from the deployment device was confirmed and is likely related to the manufacturing process. A single photograph of a damaged 18g powerglide pro deployment device was returned for evaluation of this complaint. Consistent with the event description, the device contained evidence of clinical use (e.g., the catheter had been deployed off of the needle and usage residue was present on the device). The needle cannula had completely separated from the deployment device housing. The green needle hub was still inlaid within the deployment device housing and appeared unremarkable to gross visual observation. The proximal end of the needle appeared to have become detached from the needle hub allowing the needle to separate from within the housing; no breaks or jagged ends were noted on the needle cannula indicating that the cannula had likely dislodged rather than broke. No bends were apparent in the needle cannula to indicate a difficult placement or excess manipulation of the device. Possible contributing factors could include a weak adhesive bond, an improper cure of the adhesive, or dimensional incompatibility between the needle cannula and needle hub. This event was likely related to the device manufacturing. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.